Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached cannula. The sensor was inserted into the abdomen on (B)(6) 2018. A sensor pod was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to only the sensor pod being returned. The reported event of a detached cannula could not be confirmed. A probable cause could not be determined. No product was provided for evaluation.